Event description:
It was reported that the pump touch screen intermittently unlocked itself without user interaction. Blood glucose was not impacted. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.